Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 977a190, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Product ID 977a190, serial# (B)(4),implanted: (B)(6) 2016, explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a loss of therapy coverage on their left-hand side and there was a sudden loss of stimulation. There were no reports of falls or car accidents, but x-rays showed that the lead migrated. The leads were replaced on the day of the report. Impedance measurements were greater than 10,000 ohms on one lead when they were checked pre-op and intra-op. After the leads were replaced, impedances were tested, and they were back within normal range. The patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on 2018-aug-16. The patient was having trouble with their implant. One of their leads dislodged so the surgeon did a revision in (B)(6) 2018. Since then, the patient has been trying to get a hold of their manufacture representative (rep) but cannot. The patient has been in constant pain which has always been there. It was unknown when the lead dislodging occurred. The patient was redirected to follow up with their healthcare professional (hcp) and an email was sent to local reps. A rep responded on (B)(6) 2018 that they talked to the patient several times and they rescheduled to wednesday. Per their request, they would like to start being seen at a different office. The rep gave the patient two other rep phone numbers and would follow up with the patient again that evening. The patient called back on (B)(6) 2018 stating that their rep cancelled their appointments 3-4 times. They had an appointment on (B)(6) 2018 but they did not show up. They haven't been able to reach the other rep. Trying to set up an appointment with the rep through the hcp office was not successful. The patient has rsd and is on a lot of medication. Another email was sent to local reps by patient services. The rep responded on (B)(6) 2018 that they would call the rep shortly. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they just saw their rep today, and had their device checked and was told she needs another surgery to fix the device since there are issues with the battery and electrodes. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018 and reprogrammed her stimulator. The patient stated she has complete coverage of her painful areas. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and patient. It was reported that the patient has an impedance issue at electrode #9 with it reading > 10,000. The patient said that she felt an uncomfortable sensation at the site of the battery. The rep told the patient she would need to make an appointment with her hcp to follow up about the impedance issue. The rep said they didn't tell the patient they would need a new battery or necessarily an operation and that determination would be up to her and the hcp. The patient said the hcp has ordered x-rays from her pelvis to her head to 'look at spine and see where the lead became dislodged'. No further complications were reported.